Event description:
It was reported that the device showed an error message of excessive consumption during a follow-up. Device currently remains implanted. Should additional information be received, this file will be updated.